Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported "through the filing of a lawsuit that the patient began experiencing pain. It is alleged that the patient has suffered significant harm, including but not limited to, physical injury, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal, conscious pain and suffering and loss of earnings".